Event description:
(B)(4). I got essure in 2007 after the birth of my second child. I then found out I was pregnant in (B)(6) 2008 delivered my 3rd child in 2009. I have hair loss, bloating, break out with rashes for no reason, have memory loss, and inflammation in my hands.